Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude and high pacing thresholds a few months after its implant. As a result, the patient was scheduled for a surgical reposition. During the revision, fluoroscopy revealed the lead helix was not deployed during the implant procedure. The physician repositioned the rv lead and extended the helix without complications. The lead remains in service. No additional adverse patient effects were reported.